Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that this event was caused by a malfunction of the endoscope and there is no issue with the subject device. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
During the customer's call with olympus technical assistance center (tac) personnel, the doctor confirmed that a pcf-h190l was being used during this event. Per the reporter, once removed, remedial action on cleaning the contacts from the scope were made, this did not resolve the issue. The staff also tried another scope, but were still unsuccessful. The customer confirmed that they did not have another tower on site to attempt any trouble-shooting with. Tac recommended the system be sent in for evaluation in order to determine the root cause of this event. The device was returned to olympus for evaluation and repair. The evaluation was not able to replicate the reported event. The complaint device was tested with a clv-190 and six different test scopes. The device was found to be functioning normally and passed all functional tests. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the image on an evis exera iii video system center was lost during a colonoscopy. It was reported the first procedure (esophagogastroduodenoscopy) was completed at the facility. During the second procedure (colonoscopy) the image was lost. Technical support at the facility assisted and recorded two error codes, b30 and e216, both of which are scope communication errors. The physician was able to retract the endoscope. The procedure was cancelled and completed at another facility on the same day. There was no harm to the patient reported due to this event or the cancelled procedure. The patient's current status was reported unknown by the facility. This report is related to medwatch report#8010047-2021-11250, which records the clv-190 (evis exera iii xenon light source) used during the same procedure.